Manufacturer narrative:
Device passed the displacement test however a33 alarm during prime test at 4 lbs and motor error alarm during the basic occlusion test due to loose drive support disk. The motor was tested outside of the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump had compromised force sensor system alarm. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had motor error alarm. Customer stated that the insulin pump was able to rewind. Drive support cap was normal. The insulin pump will be returned for analysis.